Manufacturer narrative:
(B)(4). The actual device was not returned to the manufacturer for physical evaluation.

Event description:
A peritoneal dialysis patient on a fresenius liberty cycler using continuous cycling peritoneal dialysis (ccpd) reported they developed peritonitis due to not wearing a mask. Further information was provided by the patient's nurse and indicated the peritonitis was caused by touch contamination. She further stated the patient has a dog in the house and does not clean the machine properly. It was also noted the patient has failure to thrive. The patient was not hospitalized for peritonitis. The patient's family will assist in using the cycler for treatments. No further information was provided.

Manufacturer narrative:
Medical records were received for this patient. Review of the medical records indicated that on (B)(6) 2016, the patient presented to their peritoneal dialysis (pd) clinic with abdominal pain, cloudy effluent, and the patient was diagnosed with peritonitis. As of (B)(6) 2016, it is unknown if the event of peritonitis has resolved, it is unknown if the patient continues to be forgetful, it is unknown if the patient continues to not properly clean his cycler, and it is unknown if the patient continues continuous cycling peritoneal dialysis therapy with the liberty cycler without any further issues or injuries. There is no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis. However, there is a probable association between breaking the sterile pathway of pd therapy and peritonitis. Medical records did not contain dialysis treatment records, progress notes, physician orders, or medication records for review. The actual device was not returned to the manufacturer for physical evaluation. Investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. All information available to the manufacturer at this time has been provided.